Manufacturer narrative:
(B)(4). Evaluation: the device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event opened during investigation of (B)(4). The reported difficulty of an iipv event was confirmed through an event history log review. The cause was use error; the tidal total ultrafiltration removal was set too low. The labeling instructs the patient to set their target uf for tidal therapy at 70% of their expected total uf. Setting the uf target too low can cause an incomplete drain which can result in an increased intraperitoneal volume (iipv) situation. If any additional information is received, a follow-up will be sent.

Event description:
During the evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified which occurred during the therapy initiated on (B)(6) 2009 at 16:03:13. During night drain cycle 16, the patient's ultrafiltration reading was 159 ml, indicating the home patient (hp) drained 141 ml more than their maximum programmed fill volume of 180 ml. This information meets iipv criteria. No additional information is available.